Event description:
The customer reported being hospitalized due to low blood glucose of 80mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she gave herself three manual boluses of 21 units, which caused her glucose level to drop. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.